Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Event description:
It was initially reported that the patient had high impedance on interrogation. System and normal mode diagnostics were run and both resulted in high impedance with a dcdc of 7. There was not trauma noted and no pain. The generator was not at end of service. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution. Attempts for additional information have been unsuccessful.